Manufacturer narrative:
H6: investigation summary: no samples or photos received for investigation. Three retained samples from the same lot were evaluated, no issues or defects observed. Also, all of them could be properly connected to a matting component. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. A device history review was performed for the reported lot 2104203, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The performance of the sealing membrane is reduced after multiple perforations and extended activation time. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ connector luer lock (c35) leaked. The following information was provided by the initial reporter: "product is leaking (multiple occurrences)."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ connector luer lock (c35) leaked. The following information was provided by the initial reporter: "product is leaking (multiple occurrences)."